Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found the cord was damaged. The cord insulation was cut and bare wire was exposed. Scratches and indentations were noted at the location of the cut insulation. The noted damage was due to the cord being clamped.

Event description:
The customer reported that the patient received a 3rd degree burn on the inner left thigh near the site that the device holster had been clipped to the drape with an edna towel clip. The burn was excised by the surgeon.